Manufacturer narrative:
(B)(4): the metal cap is detached and not returned; the glass cap exhibits mild devitrification at output window; the outer flow tubing shows signs of abrasion; the outer flow tubing wall integrity is compromised. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure &#49545;ber tip broke during procedure&#55297;t 69,547 joules and 08:21 minutes of usage. The case was completed with a second fiber. Patient outcome: no injuries to patient reported.